Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room due to normal device change out procedure. No electrical anomalies were observed prior to the procedure. During procedure, the right ventricular lead exhibited insulation anomaly. The lead was capped and replaced successfully. The patient was in good condition.